Event description:
It was reported that during a remote follow up, the device was found to be in back-up vvi (bvvi) mode. Abbott technical support was contacted and found the cause of the bvvi mode was due to non-maskable interference (nmi). The device was successfully reprogrammed to resolve the event. The patient was in stable condition.